Manufacturer narrative:
Results evals (other): smiths medical's investigation into this report is limited, as the doctor was calling to discuss the product and not to report the event. In the course of the conversation, he provided the listed details. Once he was informed that this would be entered into our complaints system, he would not provide any further details. Do not know any of the contact information or what hospital and state event occurred in. We can report that we have no similar reports in our complaints system. A review of the instructions for use reveals several warnings: "this device should only be used by personnel trained in its use. For training purposes intubation should be simulated in vitro." "Application of excessive force in advancing the bougie, passage of the bougie beyond the carina, or advancing the bougie without direct visualization may result in soft tissue damage or rupture of a bronchus." "The bougie should not be advanced into the trachea with the straight end first or pt trauma may result." "The coude tip must be advanced into the trachea with the tip facing away from the esophagus or pt trauma may result." And "care must be taken not to advance the bougie beyond the rings if resistance is encountered or trauma to the vocal chords may result." This report has been logged for trending.

Event description:
Doctor reported that they had an event that the pt had cancer, was a hemophiliac, and had other complications. A student was using our product and during intubation inserted introducer too far and punctured organ. When put in endotracheal tube, also thinks put that in too far, again possibly punctured organ. Pt bled to death. Doctor reported pt was already critical.